Manufacturer narrative:
It was initially reported that the pump was returning for analysis; however, additional information received from the user facility indicated that the pump would not be returned for evaluation. No product was returned for evaluation. A correlation between the device and the report of hemolysis and elevated lactate dehydrogenase could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 40 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient underwent a pump exchange on (B)(6) 2017. The patient was admitted to the hospital for hemolysis and elevated lactate dehydrogenase (ldh). Upon admission the patient presented with dark urine and the patient¿s international normalized ratio (inr) was therapeutic at 2.4. No additional information was provided.